Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band, inflator and packaging label were returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1ml of air left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The operations quality engineer was notified about this issue and a non-conformances (nc) was initiated. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band self-deflated after being applied to the patient's wrist. The amount of air was unknown but did not exceed 18ml. The tr band was removed and a new tr band was applied with no further issues. Hemostasis was obtained, and the patient recovered per normal protocol. No hematoma developed as the issue was identified quickly, resulting in only minor bleeding localized to the site. The incident occurred while the patient was still in the cath lab. The patient was sent to the recovery area per protocol. Blood loss was less than 250cc. Additional information received on 23 jan 2025: after initial inflation, the tr band was noted to be losing air. This happened before the patient left the procedural room to go to the recovery location.